Event description:
A touchscreen on a pump was reported as cracked and shattered, rendering it unresponsive and ineligible for interaction. There was no reported adverse impact on the customer¿s blood glucose level, but the exact level during the event was unknown. To address the issue, technical support decided to replace the pump under warranty. The customer was informed of the replacement, confirmation of the shipping address was received, and instructions were provided for returning the defective pump using a pre-paid label and return box.